Manufacturer narrative:
Blocks d9 & h3: the eagle eye platinum catheter was returned for evaluation. Block h3: visual inspection found a stretched guidewire exit port; however, this visible damage could not have led to the lost image. During functional testing, the device was recognized by the system and produced a clear and constant image. Block h6: based on the functional testing, the reported complaint could not be confirmed as the device performed as intended. Therefore, the probable cause of the lost image experienced by the user could not be determined by the investigation. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks h3 & h6: the eagle eye catheter was not returned; thus, no product investigation was performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that an eagle eye catheter was used in an emergent coronary procedure. During use, the catheter was recognized by the system but image was lost at pullback. The catheter was unplugged/plugged; however, this did not resolve the issue. The procedure was completed with a new eagle eye catheter. No patient injury reported. This product problem is being reported because the catheter could not be used during an emergent case, resulting in a potential for harm due to the delay of the procedure.